Manufacturer narrative:
D. The lot number 2753975 provided have not been found and cannot be verified. D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc catheter buckled. The following information was provided by the initial reporter, translated from chinese to english: at 15:00 on (B)(6) 2023, while giving an indwelling needle for an intravenous drip of a contraction group, the puncture indwelling needle hose buckled, causing the vessel to rupture and causing the patient pain by re-puncturing it.

Manufacturer narrative:
A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information provided.